Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that annual preventative maintenance was needed, and the battery door was cracked. No adverse effects have been reported.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One device was returned for investigation. Visual evaluation confirmed the customer complaint. The cracked battery cover was verified. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause for this event is user interface. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
Additional information was received: customer stated that there was no patient involvement recorded.

Manufacturer narrative:
Other, other text: additional information: b5.